Event description:
Reportedly, while the surgeon was using the instrument, the needle got stuck, then ended up breaking in half. The surgeon removed half of the needle from the bowel, and the other half is still in the jaw of the instrument. No injury.